Event description:
It was reported that a ring which had come off the devices' gasket fell in the pt, during a laparoscopic appendectomy procedure. The piece was retrieved. There was no consequence to the pt. Another device completed the case.